Event description:
Additional information was received from the patient representative. When asked for further information regarding the patient (pt)/event. Pt representative states "I don't know the whole story. I don't know if it's a medtronic device but she was near her death." Pt representative states "they moved and we lost contact", they "don't have their phone number" but then states they don't want to give out the pt's contact information.. Agent asked event date, pt representative reports unknown. Pt representative goes on to report it messed with pt's immune system or something and that the pt had a bunch of medical stuff/an extensive medical history which the pt representative states they are unsure if it is related to their device and/or the event involving the MRI. Pt representative reports that all they know is the patient is now in horrific pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Upon further review it was noted that patient information previously provided in section a was information of the initial reporter/patient representative. Patient information for the patient involved in this event is unknown at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Upon further review it was also noted that b3 date of event, previously specified as 2025-10-17 was also provided in error. Date of event is unknown. See previous b5 narrative for context surrounding the date of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient commented that they have heard horror stories about mris as they have a friend who has an scs device and is "about dead because it fried the insides of her." Agent asked if this was a mdt device and patient could not confirm. Due to the nature of the call, agent did not ask further details.